Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The device was recalibrated to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. Patient was placed on a back-up device as a precaution. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint, however, performance testing could not reproduce the reported complaint. The investigation determined that there was no fault found with the returned device. The sf alarm was triggered by design and does not stop ventilation. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#:(B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. Patient was placed on a back-up device as a precaution. There was no patient harm or serious injury reported as a result of this incident.